Manufacturer narrative:
(B)(4) concomitant medical product: trabecular metal distal femoral augment block catalog # 00549003610 lot # 62684643, trabecular metal distal femoral augment block catalog # 00549003610 lot # 63008273, trabecular metal posterior femoral augment block catalog # 00549003601 lot # 62633359, trabecular metal posterior femoral augment block catalog # 00549003601 lot # 62929061. Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty. After 2 years, patient was experiencing pain. Xrays showed some lucency around the femoral component. Subsequently patient was revised due to pain, wear, implant disassociation, loosening, metallosis, osteolysis. During the revision surgery it was found that large amount of black tissue concerned about metallosis. Augment screws were located in the joint and appeared to have dissociated from the augment and femoral component. The articulating femoral augments not attached to the femoral component appeared to be the cause of the metallosis and tissue discolor. The joint was cleaned up and removed bad tissue and bone.

Manufacturer narrative:
Concomitant medical products: nexgen long stem extension, catalog, catalog #: 00598802114, lot #: 63067855, nexgen articular surface, catalog #: 00599404020, lot #: 61289318, nexgen patella reamer, catalog #: 00597909529 lot #: 63057988, nexgen femoral hex driver torque, catalog #: 00598707100, lot #: 63131109, nexgen lcck tibial cone, catalog #: 00544705546, lot #: 62397468, nexgen stemmed tibial component, catalog #: 00598800500, lot #: 62917348. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00385, 0001822565-2018-01482.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual evaluation of the femoral component shows wear in one of the condyle. All the parts were returned to us for evaluation including articular surface w/locking screw & washer, 2 augment blocks, bone screw, stem extension and 2 augment block screws. The dimensional analysis were performed for femoral and stem extension and found to conforming to specification. Pictures of both stem extensions and tmt augments are provided and examination of the pictures determined that there is black tissue mixed with blood all over the augments. Black tissue mixed with blood is also observed on the postero inferior side of the femoral component and besides this there is no major damage on the inferior side of the femoral component. Besides some blood, there is no major damage observed on the stem extension. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations/ anomalies identified. Review of the operative notes indicates that tibial and articular surface component were well fixed and femoral component was grossly loose. Femoral augments were found disassociated from the femoral component and were fixed to femoral bone. Review of the x-rays provided by private hcps indicates that overall fit and alignment of the implants is appropriate. Osteopenia is present. Enchondroma noted within the tibial diaphysis distally and radiolucency is identified on multiple images. There is no evidence of wear. No evidence for metallic particles. There is abnormal soft tissue calcification on several images described above which are of uncertain etiology. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.